Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime/fill anomaly. Customer's blood glucose was at time of incident was 236 mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer stated they did not receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.